Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the pyxis sender interface was functioning correctly and that acknowledgment messages were being received as expected, recommending that pyxis review backend channel behavior, the tss reviewed provided patient samples and confirmed that the patients were already discharged and another newly admitted patient displaying correctly, with unit-to-station association verified and no station communication issues identified. Message logs on the server for the reported timeframe were reviewed, including ext.receivedmessage data, and no delays or anomalies were found. As the issue could not be reproduced and no errors were identified, the tss closed the case. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user reported improper crossover to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.